Manufacturer narrative:
Journal title: systematic isolated post-dilation of the side branch as part of the provisional stent technique in the percutaneous treatment of coronary bifurcations. Cr12 registry. Doi.org/10.1016.j.carrev.2017.10.014, date of publication. Cardiac deaths were reported however there is no association between the integrity stents and these deaths. There is no information to suggest that the device is a contributory cause of these cardiac deaths. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that resolute integrity rx coronary drug eluting stents were used to treat patients in a clinical study. 382 patients were implanted with a coronary drug eluting stent. 290 patients were analyzed. Lesions stented included the lm,lad-diagonal,cx-om,rca-am and the pd-pl with the majority treated being the left anterior descending diagonal. During the procedure, 3 cases of occlusive side branch dissection were reported after main vessel stenting. Adverse events reported at follow up included mi, stent thrombosis, target lesion revascularization and cardiac death.